Manufacturer narrative:
Initial and final MDR 1875983- MDR 3003442380-2024- 04886- device 1 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 12-april-2024, it was reported by the patient that four infusions set fell off within 5 hours of use. Event occurred on (B)(6) 2024 and (B)(6) 2024. He replaced infusion set and resumed insulin successfully. No further information was available